Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeons thought that the screwdriver handle with quick coupling they were using (03.019.005) with the 314.030 had a built in torque limiting function. Subsequently they over tightened the 3.5mm locking head screw they were inserting into a lcp clavicle shaft plate into a patient beyond the recommended torque required. The hexagonal tip of the screwdriver shaft 314.030 broke off into the screw head recess. It was unable to be retrieved as it was retained inside the screw head implanted into the patient with nil adverse effect on stability of plate/screw construct implanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Product investigation evaluation: our investigation has shown that the tip of the returned screw driver (part 314.030) is indeed completely broken off. Based on the findings, as well as the given information (over-tightened as there was no built in torque limiting function), we can clearly state that the breakage was caused due to excessive force during insertion. The breakage of the screwdriver shaft is homogenous, which indicates material conformity. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in september 2013). Neither a manufacturing nor design related failure could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.